Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/07/2017 with the following findings: during investigation, there were no power interruptions observed in the black box download. There was no damage found to the battery cap. The battery cap attached securely to the pump. The pump was exercised for 24 hours with no power issues occurring. The battery cap contact height was out of specification. The battery cap width was found to be within specification. Unrelated to the original complaint, the pump was opened and there was moisture damage found on the printed circuit board. The pump case was found to be cracked.